Manufacturer narrative:
The reported failure of thermal issue is accommodated in the product risk management file as being linked to hazard with description fire, flame, smoke. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. DHR review was performed for the complaint device serial number, m505221014fb review confirms that the device met the final acceptance criteria and was released for final distribution.

Event description:
The manufacturer was contacted in reference to the simplygo mini device. There was no report of patient harm or injury. The device was returned to the third-party service center. During the evaluation of the device there was evidence of burnt pca. The device was requested to be sent to the manufacturer's product investigation lab (pil) for further investigation.